Manufacturer narrative:
The foreign material condition was confirmed on the products received. Likely root causes are: manufacturing/assembly error, incorrect or inadequate packaging, severe shipping conditions, user error in not properly inspecting unit prior to use, as per risk documents. We concluded the most probable root causes to be: severe shipping conditions due to visual inspection, investigation findings and risk documents. In sum, the unit was returned and the failure mode was confirmed.

Event description:
It was reported that upon opening the packaging the tubing was dirty and a white powdery residue was seen on the irrigation tip.

Event description:
It was reported that upon opening the packaging, the tubing was dirty and a white powdery residue was seen on the irrigation tip.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.